Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm, a motor error alarm, the keypad was unresponsive, and the display was frozen. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. Pump had intermittent button response due to moisture damage on keypad traces. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No unexpected battery out limit alarm or blank display noted. No frozen screen noted. No moisture damage on electronics noted. Pump had cracked battery tube threads and cracked reservoir tube.